Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. The pump was also received with moisture damage on the motor, battery tube and vibrator assembly. The pump was received with no button response due to moisture on the keypad traces. Unable to verify the button error alarm due to the blank displays. Unable to perform any testing due to the blank display. The pump minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The parent of a customer reported via phone call that they jumped in the swimming pool and the insulin pump alarmed button error. Customer's blood glucose was 166 mg/dl to 400 mg/dl. Troubleshooting found that the pump also alarmed battery out limit and the pump has moisture in the reservoir compartment. The customer declined any further troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.